Manufacturer narrative:
The devices, intended use in treatment, were returned for evaluation. The visual inspection of the returned forceps confirm the tips are bent. These devices were manufactured in 2019 and 2020. These devices show signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that this forceps are bent and need to be replaced. Fault in device was noted during set up or inspection and the procedure was completed with sn backup device. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.